Event description:
It was reported that the camera head had problem with the charged coupled device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image and no image is displayed a definitive root cause could not be determined. Based on the results of the investigation, findings indicate that damage within the cable unit may have resulted in image noise and loss of image display. These findings are consistent with the customer¿s report of flickering and bleeding-type image interference, which may be associated with a chip-related malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer stated that they observed flickering and image interference that appeared similar to a bleeding effect.